Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the recharger was not charging up, the recharger was taking too long to charge, the patient has been having charging issues, and was unable to get any coupling boxes filled in the friday before the report. The patient usually can get 6 coupling boxes filled in. The patient has been charging longer than before since having the charging issues. In addition, the patient leg pain have started hurting since she had the charging issues. According to the patient, when the device is on, she can do her usual activities and get at least 50% or greater reduction in symptoms. The patient loves the device, but currently, she would kill for a vicodin because of the pain. The pain is getting worse and worse. A replacement recharger antenna was sent to the patient. Additional information received from the patient on june 12th, 2019, that the implantable neurostimulator recharger (insr) was dead. It has been dying for several weeks, it says empty. The patient noted that her stimulation stopped the friday before the report and she was tizzy to get it working. She was in so much pain. During troubleshooting, the green light was on for the desktop charger, the connection seemed to be secure, and the white arrows were aligned. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event.